Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the handpiece was not aspirating properly. Irrigation was present but nothing else. The handpiece was exchanged and the case was completed. Additional information received indicated there was a loss of phacoemulsification (phaco) power and aspiration during a cataract extraction procedure. Upon entering the eye there was an immediate loss of phaco power and aspiration. The handpiece passed prime/tune. A system message was displayed. There was no occlusion tone. The handpiece was exchanged with no resolution to the issue. The case was completed using an alternate system with harm to the patient.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer restarted the system twice and it functioned as intended. The customer was sent a replacement footswitch as a preventative measure. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).